Event description:
It was reported that a review of merlin.net follow-up report displayed far r oversensing on the right atrial (ra) lead causing inappropriate mode switches. Programming changes were made. The patient was stable with no adverse health consequences.